Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2018, the 00mlx mlx 300w xenon lightsource had three melted integra fiber optic cables in the last 3 attempts to use. It is unknown if there was any patient contact, or if there was a delay in surgery, however there was no patient injury/death alleged. Request for additional information has been sent.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. Failure analysis and determination of root cause is not possible as the complaint could not be verified given that a product sample was not returned to verify the complaint. The reported complaint is unconfirmed. The root cause cannot be determined due to the lack of information received to perform a complete investigation. Device identifier: (B)(4).